Event description:
This complaint is reportable based on the analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure, the stent was unable to be deployed. Access was obtained via the radial artery. The 16mm in length and 3.50mm in diameter, eccentric, de novo and 90% stenosed target lesion being treated was located in the severely tortuous left circumflex (lcx) artery. A 3.50x12mm liberte bare stent delivery system (sds) was advanced through a 6f non-bsc guide catheter. The stent delivery balloon was inflated to 18 atms and the sds withdrawn. Upon removing the sds, it was noted that the stent was still crimped on the balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. However, the return product revealed that the stent had moved on the balloon.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: a visual examination of the returned device found that the stent was partially deployed on the delivery balloon. The stent was positioned distally on the balloon with the proximal edge of the stent positioned 1.5mm distal to the distal edge of the proximal markerband. However, the stent was still secured on the balloon. No damage was visible along the entire length of the delivery device. The device was attached to an encore inflation unit and the balloon was inflated and the stent deployed fully from the balloon. A vacuum was pulled and the balloon deflated with no resistance noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. A labeling review identified that the device was not used per the directions for use / labelling. The complaint states that the device was inserted through a catheter which has an internal diameter of 0.056 inch. However, the dfu states that the guide catheter recommended for this size device should have a minimum inner diameter of 0.058 inch. The most probable root cause is considered user related. (B)(4).